Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va25s39 serial# implanted: (B)(6) 2020 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they were trying to remove the sacral nerve stimulator from the patient, but the hcp could not remove the end of the lead that was still in the patient. The hcp said they had been digging for an hour to get the lead removed, but could not remove it. The hcp said the lead was improperly placed upon implant date initially (the hcp said the lead was placed on the other end of the sacrum, too far through the s3 foramen, and hcp understood this was improper), so the end broke off on the other side of the sacrum and the hcp wanted to know if the lead fragment was MRI compatible. The hcp mentioned that the stimulator had been non-functioning and the hcp did not know event date. The agent reviewed MRI guidelines.